Event description:
Boston scientific crm receives information that this device delivered anti-tachycardia pacing which accelerated the patient's rhythm resulting in an inappropriate shock.

Manufacturer narrative:
The device remains in service. No adverse patient effects were reported.